Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right atrial (ra) lead experienced high impedance since a month after implant. The lead also had high thresholds, failure to pace at times and was confirmed to be loosened from the set screw. The implantable cardioverter defibrillator (ICD) set screw was loose. The ra lead was reinserted onto the existing device, retested and found to be within normal range, and the set screw was tightened. Both the ICD and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.